Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported they were not getting coupling boxes on the recharger screen. It was noted the manufacturer's representative was able to get coupling boxes. The antenna was damaged. There were no symptoms reported. Relevant medical history included non-malignant pain. After the patient received a new antenna they reported they were having a lot of problems charging their implanting and it was very frustrating. They were experiencing poor coupling and were unable to charge, even after they received a new antenna. They tried repositioning, putting pressure on the antenna, turning the antenna dial about twenty times, and they still weren¿t getting any coupling bars. The implantable neurostimulator (ins) was less than a quarter charged, and the patient didn¿t want it to get low. It was noted the patient fell around february or march but the ins was checked by the healthcare provider (hcp) and manufacturer¿s representative (rep) and it was fine. The patient had also lost about 20 pounds within the last six months. The patient didn¿t want to try any more troubleshooting as they were frustrated and had tried troubleshooting prior. It was further reported the ins was sitting at a higher angle and when the patient walked by a door the ins caught on the doorknob. When the patient charged the implant she tried to move the ins because it sat at an angle which had been like that since implant.